Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) display during fill, the home patient (hp) revealed that the heater bag was wet. The hp was unsure where it came from. The technical service representative (tsr) assisted the hp in ending therapy and advised starting over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, it was determined that this is not an emdr reportable event against the cassette. No further action will be taken.